Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had alaris pump displaying channel error which was resolved with replacement of a new pressure transducer in the device. The protective covers, pressure plate, screws and clamps were reassembled and verified. The pump was attached to pcu and no alarms were created at that time. There was no patient involvement.